Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) number and other specific product information related to united states registration as the specific product is only commercially available outside the united states.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to pacing impedance measurements greater than 3000 ohms. No adverse patient effects were reported. A competitive replacement lead was implanted without incident. The lead is expected to be returned for evaluation.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) number and other specific product information related to united states registration as the specific product is only commercially available outside the united states. Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried body fluid was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to pacing impedance measurements greater than 3000 ohms. No adverse patient effects were reported. A competitive replacement lead was implanted without incident. The lead is expected to be returned for evaluation.